Manufacturer narrative:
Awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, the patient experienced a dural injury. It was also reported there were no delays and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the patient experienced a dural injury. It was also reported there were no delays and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.